Manufacturer narrative:
See d4 expiration date, d10, h2, h4, and h11. Complaint has been evaluated and is similar to: 1644408-2021-00239; 508-32-204, s802 - device failed, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to broken baseplate/pieces left in patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.